Manufacturer narrative:
Further investigation revealed corrosion within the motor and damaged bearings. The parts and other component parts were replaced and the device was repaired and returned to the customer.

Event description:
According to a stryker quality engineer, a tps universal driver that was sent in for repairs from (B)(6) started running on its own without activation when plugged into the wall during the quality investigation. There was no patient involvement and no adverse consequence was associated with this event.